Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via the manufacturer representative that they were overdischarged. The cause of the issue was noncompliance as the patient stated they had not charged in about a year. Multiple antenna locates were done and a physician restart mode done to attempt to jumpstart the implant. The issue was not resolved at the time of the report. No patient symptoms reported. Additional information was received from the manufacturer representative (rep). No additional actions/interventions were taken to resolve the overdischarge. The patient and provider spoke about a new ins and they will proceed with replacement to a new ins.